Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip open difficult, clip close inability and clip expulsion remains on lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted centrally, reducing mr to 1-2. A second clip was planned to be placed lateral to the first clip. The second cds was advanced and when trying to close the clip to 60 degrees, the clip did not close, and resistance was felt with the arm positioner. When trying to open the clip to 120 degrees, the clip did not open. The clip was locked and unlocked over the blue line of the lock lever, the clip opened to inverted position; however, the clip would not close. While trying again to open the clip with the arm positioner, the clip detached but remained on the lock line in the left atrium. The clip was never in the left ventricle. The cds with the detached clip was removed from the patient anatomy. The patient was stable and there was no further treatment necessary. One clip implanted, reducing mr to 1-2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported difficult to open the clip and failure to close the clip during procedure could not be replicated in a testing environment due to the returned condition of the clip (clip detached from the clip delivery system/cds). In addition, the reported premature activation could not be replicated in a testing environment as it was related to patient/procedural (operational) circumstances. Additionally, the reported arm positioner sticking could not be confirmed. Furthermore, return device analysis observed an observed break on the actuator coupler, bent and corroded actuator coupler, material deformation (harness) and deformed l-lock tabs. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the resistance when turning arm positioner, difficult to open the clip and failure to close the clip could not be determined in this complaint. The reported premature activation appears to be result of observed break. The observed actuator coupler break appear to be result of procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.h6. Device code 2933 removed.